Manufacturer narrative:
Date sent to FDA: 9/24/2020. Additional information: it was reported that the patient experienced extensive adhesions, scars.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted ¿the mesh was basically what appeared to be a thin nylon matrix with material in between. This has an infected and incredibly dense fibrous response on the entire inner aspect of the abdomen.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.